Event description:
It was reported that the pump was not working properly. Reportedly, the customer went to the emergency room (ER) and required assistance to treat a blood glucose (bg) level; details and nature of the ER visit were not provided. It was not reported if the customer experienced a high or low bg level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.